Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experiences dizziness and bradycardia. The right ventricular (rv) lead exhibited undersensing the intermittent pacing. The lead remains in use. No patient complications have been reported as a result of this event.